Manufacturer narrative:
E1: phone number alternative provided (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the issue is: high pressure alarm, does not detect reservoir coupling. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a faulty downstream occlusion (dso) sensor. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.